Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the optical signal and low pump flow issues have been completed. The most likely cause of the optical signal issue was an air gap due to improper technique by the end user. The cause of the low pump flow was not determined because no product was returned, and clinical details provided were insufficient to determine a root cause. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the impella was placed and upon start up there was an immediate loss of placement signal, with multiple suction alarms noted. The automated impella controller was replaced with no resolution. The physician determined that the watchman device that was implanted prior to the impella had embolized in the patient¿s aortic arch. The decision was made to remove the impella and retrieve the watchman, multiple snares and coda balloon were utilized to retrieve the watchman device through the sheath. Additionally, it was reported there were low pump flow issues. There was no patient harm reported, due to the optical sensor damage the impella was removed.